Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "I also wondered if my knee replacement was too big, I had a very difficult time with therapy and pain. Fell at 2 wks out and one side of knee never regained nerve and muscle feeling. Lost ability to control bladder. Need right knee done and scared to do so."